Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus and esc button dome switch. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump alarmed no delivery and the buttons were unresponsive. Customer's blood glucose was 23.6 mmol/l, current was 17.6 mmol/l. Customer stated they had found the lost device and has been using it. Troubleshooting wasn't performed as customer was sleeping and customer's mother didn't want to disturb him. Customer agreed to return the device for analysis.